Event description:
It was reported that this lead was capped due to a suspected fracture, which was confirmed through fluoroscopy. The lead was presenting high out of range pacing impedance measurements. No additional information is available at the moment. No additional adverse patient effects were reported.